Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient consulted a clinic for wire removal. There was inflammation with redness on the puncture site. It remained unclear if, or how, the wire was removed. The doctor prescribed oral aristo antibiotic 500 mg. At the time of report, the patient¿s condition was unspecified. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.